Event description:
It was reported that the patient with this device was found deceased in the forest. Interrogation of the device 14 days post mortem, exhibited a depleted battery with a timestamp of depletion, on the date of death. It was not possible to access event information from the device interrogation however it was reported that the physician correlated the patients death, to non conversion of a ventricular event based the depleted battery on that day. The device has been explanted and returned for laboratory analysis, so as to ascertain if a device performance issue was a cause or a contributor in the patients death. It was further learned that no autopsy was completed and no other implanted products were explanted at the time of the device removal.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error had been recorded on the date of the patients death. Memory also showed that the device battery status moved to end of life (eol) due to long charge times. The battery voltage when interrogated in the laboratory was is 3.011v. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Analysis confirmed the device was damaged by a shock into the shorted lead condition which occurred on the same day as the reported date of death however analysis of the returned device was unable to confirm if the death was directly related to this condition. The associated high voltage lead was not explanted thus, not returned for laboratory analysis.

Manufacturer narrative:
Following receipt of additional information another report will be submitted.

Event description:
It was reported that the patient with this device was found deceased in the forest. Interrogation of the device 14 days post mortem, exhibited a depleted battery with a timestamp of depletion, on the date of death. It was not possible to access event information from the device interrogation however it was reported that the physician correlated the patients death, to non conversion of a ventricular event based the depleted battery on that day. The device has been explanted and is intended to be returned for laboratory analysis, so as to ascertain if a device performance issue was a cause or a contributor in the patients death.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error had been recorded on the date of the patients death. Memory also showed that the device battery status moved to end of life (eol) due to long charge times. The battery voltage when interrogated in the laboratory was is 3.011v. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Analysis confirmed the device was damaged by a shock into the shorted lead condition which occurred on the same day as the reported date of death however analysis of the returned device was unable to confirm if the death was directly related to this condition. The associated high voltage lead was not explanted thus, not returned for laboratory analysis.

Event description:
It was reported that the patient with this device was found deceased in the forest. Interrogation of the device 14 days post mortem, exhibited a depleted battery with a timestamp of depletion, on the date of death. It was not possible to access event information from the device interrogation however it was reported that the physician correlated the patients death, to non conversion of a ventricular event based the depleted battery on that day. The device has been explanted and returned for laboratory analysis, so as to ascertain if a device performance issue was a cause or a contributor in the patients death. It was further learned that no autopsy was completed and no other implanted products were explanted at the time of the device removal. A subsequent episode data review confirmed that on the date of death, a slow ventricular arrhythmia was detected and classified within the vf zone. When detection criteria had been met, the first shock was delivered, with an impedance measurement of less than 12.5 ohms which triggered the shorted lead fault: the delivered shock did not end the arrhythmia.the episode showed two following attempts to deliver a shock; however, both shocks were aborted due to a charge time out, after 45 seconds. From the data review, on the date of the patients death, the device attempt to charge 13 times following the first delivered shock however, never succeeded in reaching the target energy.